Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: dr. Reporting that on his last 4 carotidectomy he has had to do an I & d in office bc product stayed at site longer expected. I do not have the dates. Will work through or manager mp as he does not speak with reps. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the procedure name? ¿ what is the procedure date? ¿ what date was the alleged deficiency noticed? ¿ please provide any patient symptoms manifestations ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. ¿ can you identify the lot number of the product that was used? ¿ what is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. It has not absorbed in as quickly or well as it should. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Type of investigation. Additional information was requested, and the following was obtained: I have no further information. Does the below response apply to all four patient events or solely the patient captured within (B)(4)? Al 4 at this time. I cannot get access to this surgeon the following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What date was the alleged deficiency noticed? 4. What were the diagnosis and indication for the index surgical procedure? 5. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 6. Was there any intraoperative concurrent use of other products? 7. What is the lot number? 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 9. Where was the surgicel used (on what tissue)? 10. How much surgicel was used during the procedure? 11. Was the surgicel product left in place? Was the excess irrigated and removed? 12. What were current symptoms following the index surgical procedure? What was the onset date? 13. What is the nature of the fluid that was drained during the in-office incision and drainage? 14. Were cultures performed? If yes, results? 15. Has any further surgical or medical intervention been performed? 16. What is physician¿s opinion as to the cause of this event? 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 18. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.